Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05027. It was reported that the patient died. The target lesion was located in the left anterior descending (lad) artery. A 3.50x24mm and a 30x28mm promus element ¿ drug eluting stents were implanted to treat the target lesion. However, after some time, the patient developed ventricular fibrillation and eventually died on the same day.

Manufacturer narrative:
Device evaluated by MFR.: a promus element, ous, mr, 3.5x24mm stent delivery system was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The maximum crimped stent profile was measured and is within specification. A visual examination of the balloon cones showed no issues. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The proximal bond area was reviewed and no damage noted. As part of analysis a 0.014'' guidewire was inserted through the tip and exited through the port with no issue. The balloon was inflated using a hand held inflation device to nominal 12atm and subsequently to rated burst pressure (rbp) with no restrictions noted. No issues were observed with the balloon wall. The stent deployed with no issue. The balloon deflated and was measured using a calibrated stop watch which is within deflation time specification. A visual and tactile examination no issue with the extrusion. The bi-component bond showed no signs of damage. A visual and tactile examination found no issue with the hypotube. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that the patient died. The target lesion was located in the left anterior descending (lad) artery. A 3.50x24mm and a 30x28mm promus element ¿ drug eluting stents were implanted to treat the target lesion. However, after some time, the patient developed ventricular fibrillation and eventually died on the same day.